Event description:
It was reported a cgm error 42 related to their sensor. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing complete pump reset information and guided them through the process. After the reset, the pump did not display the error again, and the caller successfully restarted their sensor session.